Manufacturer narrative:
Addition of report sources (health professional) for final report.

Manufacturer narrative:
S8-3t image quality degradation during clinical use at a critical time was previously evaluated per (B)(4) and was determined to be unacceptable. A medwatch report will be submitted for this image quality issue it was also reported that no injury occured.

Event description:
Customer reported artifact in image, repeatedly with s8-3t while in clinical use.

Manufacturer narrative:
Our evaluation of this probe confirmed the customers¿ imaging complaint. This imaging problem was caused by (1) oil separation (air bubbles) in the window and (2) a dead element in the array. In 2013 philips implemented a design change (B)(4) to prevent oil separation.